Manufacturer narrative:
Date sent to the FDA: 6/29/2006. H-6 conclusion code 67: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatch reportes being submitted as four seperate devices were used. See 2210968-2006-00456, 2210968-2006-00457, and 2210968-2006-00458 for all associated reports. The same pt is represented in each medwatch.

Event description:
International affiliate reports that two drains were implanted following proximal gastrectomy, one under the left diaghragm and one near upper rim of spleen. The drains were attached to two seperates reservoirs. The former device drained approximately 100 ml and the latter drained 200 ml of serous liquid. The pt went into shock about one hour after the surgery and was returned to surgery; hemorrhaging was observed near the slpenic artery. A splenectomy was performed. The surgeon claimed that the reason that he did not notice the hemorrhage was because the device failed to drain the blood drainage.